Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer is using expired test strips (exp: july 2014). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's mother) reported the customer's adc blood glucose meter was providing unspecified low readings that were "70 points lower than the hcp's meter". Caller further reported that on (B)(6), 2014 at approximately 6:00 a.m., the customer was hospitalized with a diagnosis of diabetic ketoacidosis (dka) in addition to kidney and liver distress, and stated he had been "up all night vomiting" the night before. Caller could not recall the specific treatment administered to the customer but stated the hospital "gave him a lot of things like magnesium and potassium". There was no report of death or permanent injury associated with this event.